Event description:
"Due to patient's vascular tortuosity, although even the surgeons had tried both left and right femoral arteries, the stent could not pass through the tortuosity section of descending aortic aneurysm and could not reach the lesion site smoothly. Therefore, endovascular repair was abandoned and the operation failed." Patient outcome: "the operation is failed. There is no harm to the patient."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport system. The relay transport is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)). The relay transport related event occurred in china. - attachment: [MDR 2247858-2019-00016 follow-up evaluation.pdf]

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport system. The relay transport is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport related event occurred in (B)(6).

Event description:
"Due to patient's vascular tortuosity, although even the surgeons had tried both left and right femoral arteries, the stent could not pass through the tortuosity section of descending aortic aneurysm and could not reach the lesion site smoothly. Therefore, endovascular repair was abandoned and the operation failed." Patient outcome: "the operation is failed. There is no harm to the patient."